Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures.a review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly tortuous and moderately calcified de novo lesion in the mid left anterior descending artery. A 3.5x18mm xience v rx stent was being deployed; however, a dissection occurred at the proximal end of the stent. A 3.5x12mm xience pro stent was used to successfully cover the dissection. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.